Event description:
The report indicated that the pt had not been receiving therapeutic effect and has not increased baseline pain. The pump contained dilaudid and the dosage had been increased from 5mg/day to 17mg/day over approximately 8 months. The health care professional (hcp) added bupivicaine to the dilaudid. The pt reported a reaction to the bupivicaine (specific symptoms were not provided). The physician decided to remove the bupivicaine and at the time of the refill was unable to aspirate any cerebrospinal fluid. It was confirmed that the pt's catheter was disconnected. A revision is being planned. The pump was stopped and the pt was placed on oral medications.